Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Based on the evaluation of the returned sample it is confirmed that the deployment mechanism had been actively used and that the stent could not be deployed because a force transmitting component broke at the proximal end. The distal section of the delivery system was found with a necking pattern which indicated that high release force was present. Increased friction in the distal catheter section was therefore considered as reason for increased release force and subsequent deployment failure. No indication was found for a manufacturing related cause. Potential factors that could have led or contributed to increased release force and subsequent deployment failure have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. As a necking pattern was found in the distal section indicating high release force the event reported may be related to a difficult anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. The event reported may also be use related as rough handling may lead to deformation and subsequent friction increase. In this case only poor information was provided in regards to patient condition, accessories used, or procedural details. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit', and 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used'. Due to a technical issue, the data in the following fields were not transmitted electronically. (B)(4).

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the vascular stent would not deploy. The procedure was completed with another vascular stent. There was no reported patient injury.